Manufacturer narrative:
The customer repaired the sys. No svc by ge rep was performed. The customer confirmed the sys was repaired.

Event description:
The customer reported that the 2800 sys shuts off intermittently. No pt injury was reported.